Event description:
Fracture in ICD lead is causing inappropriate shocks. A fracture in the lead was discovered in september. Biotronic ICD giving inappropriate shocks to patient. 7 shocks and 16 rounds of atp within the last 12-24 hours. Episodes all appear to be artifact seen on the rv lead causing patient to be in appropriately shocked.